Event description:
It was reported that the customer wa hospitalized due to high blood glucose. The customer's blood glucose level was 1200 mg/dl. The customer was admitted to howard county (B)(6) 2015. The cause of the customer hospitalization per healthcare provider is diabetic ketoacidosis. The customer was treated with manual injections. The troubleshooting was performed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm insulin pump can detect an occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.